Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity warning occurred on (B)(6)-2015 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days. Beginning the week of (B)(6)-2015, rv pacing impedance rose to 1121 ohms up from a trend of 400-600 ohms and is variable. Svc coil impedance has been trending at 120-130 ohms since (B)(6)-2014. Beginning (B)(6)-2015, v sensing integrity counts up to 83; vt-ns episodes collected due to lead noise oversensing. Concomitant: 5076-52 lead, implanted 2004-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to non-sustained high rate events of noise and oversensing short interval counts (sic). High superior vena cava (svc) impedance was noted on transmission. In-office evaluation observed erratic pacing impedance and. It was undetermined if the noise was due to a fracture or a connection issue with the implantable cardioverter defibrillator (ICD) device. Reprogramming was performed. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. Between (B)(6) 2014 and (B)(6) 2016, r wave amplitude measured between 3.125 and 7.25 v.

Event description:
It was later reported that the right ventricular (rv) lead had unstable elevated thresholds due to possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.